Manufacturer narrative:
(B)(4). Method: three of the five 500rd107 neopuff gas supply line were returned to fisher & paykel healthcare (f&p) in new zealand for evaluation where they were visually inspected. Results: visual inspection confirmed that the connectors were incorrect. Conclusion: we are unable to determine the cause of the reported event. However, it is likely that the incorrect connector was fitted at the supplier end. The neopuff technical manual states the following should be carried out prior to every use of the neopuff to ensure that the device is functioning correctly. - connect an oxygen or blended oxygen/air supply to the gas inlet port using the gas supply line.

Event description:
A healthcare facility in the united kingdom reported that five 500rd107 reusable gas supply lines were unable to be connected to the rd900 neopuff infant resuscitator. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation for the five complaint 500rd107 reusable gas supply lines. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that five 500rd107 reusable gas supply lines were unable to be connected to the rd900 neopuff infant resuscitator. There was no reported patient involvement.